Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per manufacturing, a review of the device history record was completed for batch# 6347997. All inspections and challenges were performed per the applicable operations qc specifications. There were ten notifications (B)(4) noted that did not pertain to the complaint. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: n/a. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that foreign matter was found in a bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 31gx5/16 (8mm) before use. There was no report of injury or medical intervention.